Event description:
Customer's home healthcare nurse reported that beginning on (B)(6) 2012 customer's adc blood glucose meter would not produce a result after a blood sample was applied to a test strip inserted into it. Caller further reported that on (B)(6) 2012 she found the customer in her retirement home complex "confused, weak" and had "blurred eye". Customer denied self-treating. Customer's family member took customer to a local healthcare facility where she was diagnosed with hyperglycemia and treated with 3 units regular insulin, a medication not previously prescribed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Upon investigation the meter was disassembled and a raised pin was observed in the strip port. The pins located in the strip port align with the electrodes on the test strip, and therefore if one of the pins is bent or raised, the test will not be conducted. No additional issues were identified during extended product investigation. Label copy instructs users to call customer service if the test does not start after applying the blood sample to the test strip. This is a final report.